Event description:
The customer reported being hospitalized due to low blood glucose. The caller¿s most recent glucose reading was 133 mg/dl. The customer stated that in the middle of the night while she was sleeping, she attempted to clear out the sensor alarms and accidentally delivered 12.4 units of 300 grams of carbohydrates, and again 12.5 units of insulin for the same amount of carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.